Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. The lead was never in service, and a new lead was implanted. No adverse patient effects were reported. Additional information from the field indicates that the lead was attempted due to break or fracture. The lead was returned for further analysis.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. The lead was never in service, and a new lead was implanted. No adverse patient effects were reported. Additional information from the field indicates that the lead was attempted due to break or fracture. The lead will be returned for further analysis.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, the fracture allegation was confirmed. Visual inspection showed both inner or outer coils are severed (cut) and both inner and outer insulations are cut through approx. 125mm from the terminal end. Induced damage during attempted implant procedure. The prolonged surgery as reported impact code was addressed with the same as-analyzed coding as the fracture issue.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. The lead was never in service, and a new lead was implanted. No adverse patient effects were reported. Additional information from the field indicates that the lead was attempted due to break or fracture. The lead was returned for further analysis.